Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed, and an increased rate of power consumption was confirmed. Residual gas analysis found a higher-than-expected amount of hydrogen within the device. Analysis confirmed a high current condition associated with the pacemaker low voltage capacitors. This high current condition depleted the device battery faster than normal.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the device exhibited premature battery depletion (pbd) and confirmed the power consumption of this device has been increasing during the past year. Moreover, the expected power consumption was about 34 micro watts, however this device was consuming 69 micro watts and the power consumption expected to continue to increase. Device replacement was recommended. As of this time, this device remains in service. No adverse patient effects were reported. Additional information was received indicating that this device was surgically explanted, and a new device was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the device exhibited premature battery depletion (pbd) and confirmed the power consumption of this device has been increasing during the past year. Moreover, the expected power consumption was about 34 micro watts, however this device was consuming 69 micro watts and the power consumption expected to continue to increase. Device replacement was recommended. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the device exhibited premature battery depletion (pbd) and confirmed the power consumption of this device has been increasing during the past year. Moreover, the expected power consumption was about 34 micro watts, however this device was consuming 69 micro watts and the power consumption expected to continue to increase. Device replacement was recommended. As of this time, this device remains in service. No adverse patient effects were reported. Additional information was received indicating that this device was surgically explanted, and a new device was placed. No additional adverse patient effects were reported.